Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) had an unspecified defect. There is no reported patient impact. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports there was an opaque line near the center of the optic. The surgeon waited a few minutes following implant to see if it would disappear and it remained visible. The lens was removed during the initial implant and replaced.